Event description:
Irn# (B)(4). Event title: confidential. Describe the event or problem: plastic hub broke off metal shaft when attempting to remove lumbar puncture (lp) needle from patient. Required forceps to extract metal shaft. Metal shaft removed with forceps. What was the original intended procedure? : lumbar puncture. What problem did the user have (check all that apply): device malfunction - that is, the device did not do what it was supposed to do; device failed (e.g. Broke, couldn't get it to work or stopped working). Additional information for device #1 : is this a laboratory device or laboratory test? [No].

Manufacturer narrative:
Event took place in USA. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency. The u.s. Food and drug administration (FDA) has received a report via the medwatch programme about a medical device that is from pajunk. This report came to us on 02-20-2024, previously we had no knowledge of this incident. This product analysis was carried out on the basis of all the information provided and the internal review at pajunk. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Manufacturer narrative:
Event took place in USA. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency. The u.s. Food and drug administration (FDA) has received a report via the medwatch programme about a medical device that is from pajunk. This report came to us on 02-20-2024, previously we had no knowledge of this incident. This product analysis was carried out on the basis of all the information provided and the internal review at pajunk. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4) event title: --confidential-- -------------------------------------- describe the event or problem: plastic hub broke off metal shaft when attempting to remove lumbar puncture (lp) needle from patient. Required forceps to extract metal shaft. Metal shaft removed with forceps. -------------------------------------- what was the original intended procedure? : lumbar puncture -------------------------------------- what problem did the user have (check all that apply): device malfunction - that is, the device did not do what it was supposed to do; device failed (e.g. Broke, couldn't get it to work or stopped working) additional information for device #1 : ============================== is this a laboratory device or laboratory test? [No].

Manufacturer narrative:
Investigation is still running. As soon as further information becomes available a follow up report will be sent in to the agency. The u.s. Food and drug administration (FDA) has received a report via the medwatch programme about a medical device that is from pajunk. This report came to us on 02-20-2024, previously we had no knowledge of this incident.

Event description:
Irn# (B)(4). Event title: --confidential describe the event or problem: plastic hub broke off metal shaft when attempting to remove lumbar puncture (lp) needle from patient. Required forceps to extract metal shaft. Metal shaft removed with forceps. What was the original intended procedure? : lumbar puncture what problem did the user have (check all that apply): device malfunction - that is, the device did not do what it was supposed to do; device failed (e.g. Broke, couldn't get it to work or stopped working) additional information for device #1 : is this a laboratory device or laboratory test? [No].